Event description:
Procedure type: nissen. According to the reporter: when retracted back into sheath, plastic clear cover was sheared and torn. Removed from pt. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).